Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the reprocessing of the equipment was insufficient and the dirt was not sufficiently removed, so foreign matter remained in the sub water supply channel. There were no deformations of the auxiliary water supply channel. It was confirmed that it was unclear whether reprocessing was implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the auxiliary water supply channel due to insufficient cleaning or handling of the scope. As result of this clog, water removability did not meet the standard value. It was observed that the abnormal sounds were coming from the right and left knob due to damage on the body control unit. It was also observed that the adhesive on the bending section cover had a chip due to deterioration caused by chemical or physical stress. Also, the bending section cover had a crack, and the adhesive part is worn out. A pinhole was observed on the forceps channel causing a loss in water tightness. It was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. Discoloration was also observed on the control unit due to chemical stress during reprocessing or handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: up and down knob, lock engagement lever, lock engagement lever knob, plastic distal end cover, connecting tube, scope connector cover, scope connector, universal cord, the grip, right and left knob, switch box, and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The below information is what was provided: the customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had an ¿weak angle.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were foreign objects in the auxiliary water supply channel, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.